Manufacturer narrative:
Evaluation summary: upon analysis, normal battery depletion was found.

Event description:
It was reported that the device had premature battery depletion. It was noted that the right ventricular (rv) outputs were programmed high. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.